Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Upon inspection the cutting block was noticed to be damaged. A 3.2 drill bit would not pass through lower left hole.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the post is broken off the metal pin base. Damage and deformation suggest that the pin was forced into a nonconcentric mating relationship to the hole through usage. The root cause is attributed to misuse/technique. Based on the root cause determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.